Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 2.50x28mm stent delivery catheter (sdc) was returned for analysis. Stent not returned. Stent separated from sdc. The balloon was returned partially covered by a stent protector. The stent protector was removed distally and the balloon was reviewed. There was no stent on the balloon. The balloon folds were relaxed, it appeared that the balloon may have been inflated and deflated. A visual and tactile examination of the hypotube found a hypotube kink 4mm distal to distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip, the tip was stretched distally. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-sep-2017. It was reported that crossing difficulties were encountered. The tight target lesion containing an acute bend was located in the calcified right coronary artery (rca). Following pre-dilation, a 2.50x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed detachment of stent.